Event description:
Related manufacturer reference number:2017865-2023-14459. It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right atrial lead and the right ventricular lead exhibited noise. When the pocket was opened it was noted that both the leads had insulation breaches. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events for noise and insulation breach were confirmed. As received, a complete lead was returned in one piece with an explant tool inserted. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region, consistent with friction to the device can. Visual inspection of the lead found damages consistent with procedure damage. The cause of the reported events was due to external outer insulation abrasion consistent with friction to the device can.